Event description:
A male with parkinson's disease. Had left brain stimulator placed for symptoms of parkinson's disease. Pt developed open circuit to all contacts on left brain lead. Wiring was frayed/pulled on brain lead side as opposed to battery side resulting in repeat brain surgery. We have several others with wire malfunctioning only on brain electrode side versus battery side. The concern is that pt require another brain surgery to replace the wiring that is connected to the brain electrode. Seems like a design flaw. Dates of use: 2007 - 2009. Diagnosis or reason for use: parkinson's disease.